Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose levels of 475 mg/dl. Customer was treated with manual injection. Customer stated there is fluid in the reservoir compartment. Customer also experienced blood glucose level of 206, 281, 370, mg/dl. The insulin pump will not be returned for the analysis.